Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, minor scratched and cracked display window, bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the display was damaged. The customer's blood glucose was 10 mmol/l at the time of incident. The insulin pump will be returned for analysis.